Event description:
A user facility in the united kingdom reported that the system shut down mid case. After some time, the system worked and the procedure was completed. There was no significant delay in surgery, no additional anesthesia needed and no impact to the patient.

Manufacturer narrative:
The field service technician on site performed full preventative maintenance service on the system and was unable to reproduce fault. All functions were tested including foot pedal home positions. Electrical safety test and scope readings. The system performing to specification. The root cause of the reported issue is inconclusive. During preventive maintenance and evaluation, the reported failure could not be reproduced. All system functions, including verification of foot pedal home positions, operated within specification. Electrical safety testing and oscilloscope measurements were also within acceptable limits. Because the failure could not be duplicated during evaluation, a definitive root cause could not be determined. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Correction: h6 investigation conclusion 1.

Manufacturer narrative:
Correction: b4. Date of this report added.